Event description:
Monitor screen went completely blank after only a few mins of being connected to pt. Did not get any type of "low battery" message or audible alarm. Device returned to MFR. To date (10/19/95) no response from MFR as to cause or possible reoccurrence (machine back in svc 10/13/95).